Event description:
A pump alarm was heard and confirmed by telemetry as a critical alarm due to eos / eol (end of service/end of life) message. Eos date was noted as (B)(6) 2012, but "shut off on (B)(6) 2012". Patient had been admitted to the hospital. Per the reporter "high flow rate had caused the pump to reach eos prior to the replace by date listed on the telemetry strip". Drug delivered compounded mix of fentanyl 1.0ml/ml and bupivacaine 1.0ml/ml at a dose was 2.048ml/day. It was later reported that patient reported hearing a critical alarm on (B)(6) 2012 and patient presented to ER on (B)(6) 2012 in withdrawal. The pump was replaced, patient reported no further complaints; managing physician noted that "dose adjustment was required for lower dose a few days after new pump had been implanted".

Event description:
It was reported that the pump was replaced on friday ((B)(6) 2012). It was reported that the final printout from the pump said that it was not supposed to reach end of service (eos) until the (B)(6). It was reported that the patient had a real high flow rate, "like 2 ml's per day". The reporter said that the managing physician had been told to replace the pump since the first week in november. The managing physician had called the manufacturer's representative because he got an elective replacement indicator (eri) message and he wanted to know what it was. It was reported that the manufacturer's representative knew the pump had to be replaced, but the managing physician had went back and forth with this and wanted more information about the eri and what eri was. In the meantime, the managing physician apparently never sent the consult to neurosurgery. The manufacturer's representative received a phone call on the (B)(6) indicating that the patient was in the hospital and the pump had died. The patient was in the hospital on the (B)(6); in fact, the reporter thought the patient was admitted in the late evening of the (B)(6). The managing physician called the manufacturer's representative on the (B)(6) wanting her to try to get the patient into the neurosurgeon to get it replaced because the pump had died. It was reported that the patient heard an alarm over the weekend (presumably (B)(6)), and the manufacturer's representative did not know why the patient did not call when he heard the alarm. It was reported that eri occurred in (B)(6) and the replace by date was (B)(6) 2012. The patient was supposed to have a consult for neurosurgery for pre-op on last friday ((B)(6) 2012), but he never made it because the pump died on the (B)(6). It was reported that the pump was in eos, but it was also empty. It was reported that the hospital was not saying that the pump malfunctioned but the managing physician was "kind of trying to claim that". However, the rep said they had told him for many months that this particular patient's pump needed to be replaced. The reporter said engineering and medical affairs had sent the physician emails, and the reporter had talked to the physician and told him that ¿it's near date¿. It was reported that she was hung up on the fact that the el pump lasted for like 10 years and she didn't understand why this one only lasted four-and-a-half. The reporter said that the flow rate was really high so it reached that 40,000 motor revolutions for within four-and-a-half years and that was exactly what the labeling says.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model: 8709, lot#: l67851, implanted: unk, explanted: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the received pump indicated no anomaly, normal device function. Per analysis the pump was running at a high infusion rate of 2.0480 ml/day. This rate was over the maximum 90 day threshold rate of 1.5ml/day as the 90 days between eri (elective replacement indicator) and eos (end of service) only applies to pumps at infusion rates of up to 1.5 ml/day. This pump was noted to have operated as designed.